Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On 4/19/2024, it was reported by a sales representative via (B)(4)that an ar-3200-0021 synergyuhd4 camera control unit was overheating and got very hot and burned through the light guides and a staff member's clothing. It was stated that the staff member was not hurt, and the light guides were a non-arthrex product. This was discovered during a procedure, with no reported patient harm. Additional information was received on 4/29/2024: this was discovered during a ureteroscopy procedure on (B)(6) 2024. It was stated that the event was a "near miss" event. The or tech's gown had two burn holes caused by the end of the light cable after it was removed from the ccu. Nothing else was plugged into the ccu at the time of the event. The end of the light source was too hot to touch and looked scorched. Only a burning smell came from the or tech's gown. The case was completed as planned before identifying the light cable issue (the end of the light source had scorch marks that could not be removed during processing in spd; therefore, there are concerns about overheating and the ccu). There was no delay in the case or adverse effects due to this being a "near miss" event. No photos were taken.